Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the customer reused the cartridge. Tandem technical support informed the customer that reusing cartridges is off label per the tandem user guide. There was no adverse impact to the customer¿s blood glucose level.